Event description:
During a follow-up, there were low sensing values and high capture thresholds with a loss of capture on the right ventricular (rv) channel. X-ray was performed and a dislodgement of the rv lead was confirmed. During the revision procedure, the helix would not extend from the lead. The rv lead was explanted but not replaced as it was not possible to insert another lead due to patient anatomy. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with the helix partially extended. The reported event of helix would not extend was confirmed due to the helix being clogged with blood and the inner coil was severely over-torqued. X-ray inspection revealed an over-torque of the inner coil consistent with damage during use. While cleaning, the helix was damaged during analysis. Despite helix damage, the helix was able to fully extend and retract when torque was applied directly to the inner coil. The reported events of poor sensing, high thresholds and loss of capture were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.